Event description:
The lay user/reporter called lifescan (lfs) and alleged that the pt's mete was reading inaccurately erratic. The pt reported blood glucose results of "141 and 105 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceedds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, the meter was not cleaned according to the owner's manual. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The test strips used were damaged (bent/broken). A replacement meter, test strips, and control solution were sent.